Event description:
Pt had one of the above lenses implanted in 2004. This implant has caused and continues to cause pt severe problems with their sight. Pt's eye is constantly sore and pt can continually feel the haptics which secure the lens in the eye causing great discomfort. The situation was not helped by the fact that when the implant was carried out it was wrongly sited and therefore digs into the inner corner of the eye. However it was deemed to be too risky to remove it as it could cause further damage to the eye. Pt had a second operation where an add'l traditional lens was implanted to enable pt to see better - certainly it helped with the double vision and the ghosting that pt was experiencing with the misplaced crystalens. Hosp also considered it to be too dangerous to remove the crystalens for fear of causing further damage to the eye.